Manufacturer narrative:
Records indicate the device remained implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) expired on the date of implant. There were no complications reported from the procedure or allegations related to device functionality.